Event description:
The implantable neurostimulator was reprogrammed to provide better coverage of painful areas. There was no improvement. The device was replaced. The lack of improvement may have been due to a programming error. The pt recovered without sequela. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Event description:
Additional information received reported that the patient could not feel stimulation, there was a fractured lead and electrode #3 was broken. It was noted that the device was reprogrammed to obtain a stimulation pattern that was acceptable for pain control on (B)(6) 2006 and the entire system was explanted on (B)(6) 2007. It was reported that upon device interrogation on (B)(6) 2006, electrode #3 appeared to be broken with an impedance reading of greater than 4,000 ohms. It was later reported that the event outcome was resolved without sequelae on (B)(6) 2007.

Manufacturer narrative:
Concomitant products: product ID 389133, lot# j0454320v, implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type lead; product ID 389133, lot# j0454403v, implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient. (B)(4).